Event description:
It was reported to medtronic minimed that the customer experienced issue with star shaped piston and not able to insert a reservoir. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued the use of the device. Mmt-1886 was requested and device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Installed a reservoir attached to a sc1 cap inside of the reservoir compartment several times prior to testing. The reservoir fit into the reservoir compartment and the sc1 cap locked into place properly. No reservoir installation anomaly noted. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08715 inches. The trace and history files were successfully downloaded using thump. A review of the pump history file shows there was a pump error 38 alarm that occurred on (B)(6) 2024. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and corrosion was found on the motor home switch. A sc1 cap does lock into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case. The complaint of not able to insert a reservoir due to the pump has a star shaped piston is not confirmed. Moisture damage was found during a visual inspection. Pump error 38 alarm (found in the history file) is confirmed due to a corroded motor home switch. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.